Manufacturer narrative:
Correction information: b4: date of this report - updated. G1: contact office - updated. G6: follow-up #: 1. H2: if follow-up, what type? Updated. H3: device evaluated by manufacturer: "no" to "yes". H6: codes updated - component code, type of investigation, investigation findings, investigation conclusions-updated. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. H7: if remedial action initiated, check type. H9: if action reported to FDA under 21 usc 360i(g), list correction/removal reporting number. H11: evaluation summary. Evaluation summary: the reported event was blood coagulation on the light guide of the endoscope during the procedure. It was reported that the endoscope was initially used without light limit mode and that light limit mode was activated later during the procedure after bleeding was recognized. Based on the investigation, a possible cause of the event is that blood or other organic matter inside the body adhered to the light guide cover glass at the distal end of the endoscope and coagulated due to the thermal energy generated by the illumination. According to the information obtained during the investigation, the endoscope was initially used without light limit mode during a procedure for a patient with lower gastrointestinal bleeding. Light limit mode was activated after the user recognized bleeding in the intestine. Based on the available information, it was concluded that light limit mode was not used appropriately at the beginning of the procedure. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at miyagi on 26-sep-2025 under normal conditions. During the in-process inspection, an objective lens defect was detected and objective lens replacement was performed. The objective lens replacement was completed during manufacturing and the device subsequently passed all required inspections and was released accordingly. The actual date shipped was confirmed as 06-nov-2025. No patient harm has been reported. A corrective and preventive action (CAPA) remains open to address this issue. Remedial action: this event is currently undergoing remedial action under fca report 2518897-01/20/2025-001-c. Please refer to the fca report for details on the root cause investigation and corrective actions. The remedial action includes revisions to the instructions for use (IFU) and enhanced user warnings. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.

Manufacturer narrative:
Pentax medical america performed a good faith effort (gfe) to gather additional information regarding this event and received a response via email on 24-dec-2025. According to the information provided, during a therapeutic procedure for lower gastrointestinal bleeding, the light guide lens could not be adequately cleaned due to coagulated blood. As a result, the endoscope was removed from the patient, and a second endoscope was used to complete the procedure. The affected endoscope was therefore not used to complete the procedure. No patient injury was reported, and no patient recall or additional follow-up is planned in relation to this event. The serial number initially provided ((B)(6)) could not be confirmed in the system. The facility reported that the affected endoscope was a pentax medical loaner scope. The endoscope was not removed from circulation immediately after the event and remains in circulation while awaiting the return of a repaired scope. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 16-dec-2025, pentax medical became aware of an event involving a pentax medical video colonoscope model ec38-i20cl, serial number (B)(6) in the united states. The customer reported a bleeding issue involving blood coagulation. The endoscope was used during a lower gastrointestinal bleeding case. When bleeding was confirmed, low light mode (llm) was activated, but blood coagulated on the illumination lens of the endoscope. As the endoscope was advanced, the coagulation worsened, and the illumination lens could not be cleaned, so the endoscope was withdrawn from the patient's body. The procedure was completed using a second endoscope. This event occurred during use. There was no report of patient harm. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.